Event description:
I had implants applied and now I have capsule contracture. My right breast is very hard and painful. I need to have it replaced but I cannot afford the surgery, I need some help or advice on what to do. This would be my second surgery. I had the first surgery approx 12 years ago and mentor paid some only but paid the same surgeon who at the time was not banned from doing surgery, but I was unaware of this.